Event description:
The customer had problem with foley catheter. The customer states "patient in sicu with periods of confusion. Patient found on floor by bedside, lying on stomach. It was noted the foley was sheared in half with the tip portion remaining within the penis but unable to be visualized. Attending physician notified and urology consult requested. Craniotomy planned for following day and patient taken to surgery earlier than planned to undergo cystoscopy to remove the remaining portion of the foley catheter.

Manufacturer narrative:
Investigation under way. Upon completion investigation results will be forwarded.